Manufacturer narrative:
This event will be upload once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient fell again, dislocated and the bipolar disassociated.. There has not been a confirmed revision for this incident. Reference (B)(4) as a previous incident for this patient.

Manufacturer narrative:
Updated information related to the patient, implant date and initial reporter. This report references the dislocation and disassociation suffered by the patient after revision. This event was also captured under report 3010536692-2020-00211.

Event description:
Allegedly, patient fell and bipolar shell disassociated for the first time. Patient came back and a revision was done, new shell and head put in. Patient fell again and dislocated, when surgeon went to reduce the hip again the new components again disassociated.